Event description:
It was reported that the pt underwent posterior lumbar interbody fusion (plif) from l4 to s1. X-rays taken at six week follow up visit showed the screw is disengaged from the multi-axial head at l5. The pt was asymptomatic. No complications were reported at this time. The device remains implanted. There are no plans for revision surgery.

Manufacturer narrative:
(B) (4): the product remains implanted. X-rays were not provided to manufacturer. With the available info, a cause or contributing factor cannot be identified.